Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. The patient was in stable condition and recovered normally post procedure.